Event description:
Device 2 of 4. Ref MFR reports: 1627487-2014-25056, 1627487-2014-25058 and 1627487-2014-25059. The patient has two leads with the same lot number. It was reported the patient requested his scs system be explanted. It was also reported the patient experienced a fall, heating and overstimulation. Reprogramming attempts did not provided resolution. The patient will undergo surgical intervention at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.